Manufacturer narrative:
UDI: (B)(4). The device was received for evaluation. The perforator was visually inspected, and no anomalies were observed. The perforator was then functionally tested. A series of holes with drilled without issues. The device performed as intended. A review of manufacturing records found no discrepancies when released to stock. Based on the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI -- (B)(4). Multiple attempts to obtain additional information were not successful. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported by the ous affiliate that during use, the perforator failed to disengage and caused a dural tear. It was suspected that the part of the drill drive was considerably harder than usual, and the connection between the drill drive and the inner drill did not come off, and the rotation of the perforator did not stop. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.